Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed missing/chipped acoustic element could not be determined. However, the issue was likely, the result of physical stress by dropping and/or knocking the affected part to a hard surface/object and or applying a chemical stress, during the cleaning/reprocessing process. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the finding mentioned in the reportable event description, the following was found: due to wear of forceps elevator, the upward/downward angulation control knob cannot be locked securely; the grip and the objective lens were scratched; the air/water cylinder had discoloration; the adhesive on bending section had a chip, the connecting tube coating was peeling; due to wear the angle wire, the play of upward/downward and right/left angulation control knob was out of the standard value; the ultrasonic probe was loose and the universal cord was buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, the ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that missing piece/chip/parts fell out on the probe unit, and the acoustic lens was also found chipped. This report is being submitted for the event found during evaluation. There was no patient involvement.